Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code was observed pertaining to speaker 1 and speaker 2 failures. There is no documentation of what needs to be replaced to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped.